Event description:
"...[Patient] presented with rv lead failure to capture and lv lead with high thresholds resulting in bradycardia and vf arrest." Procedure: biventricular ICD extraction, biventricular ICD re-implant. Operation performed: pocket hematoma evacuation. Explantation of existing rv lead bsci model 0292. Explantation of existing lv lead st. Jude pacesetter. Right subclavian vein venoplasty. Re-implantation of the same boston scientific inogen x4 g148 at the right deltopectoral site implantation rv lead boston scientific endotak reliance sg, model #0293, 64 cm,lv lead: mdt 4298, 88cm. Atrial lead: none.